Manufacturer narrative:
Redacted patient record received from physician indicating date of event as being (B)(6) 2016 as well as patient had history of left laryngeal squamous cell carcinoma with radiation and chemo therapies 2 years prior, (B)(6), and was a former 1 pack/day smoker for 50 years (quit 4/2013). Physician indicated that possible delay in hematoma reabsorption is related to the abnormal tissue secondary to xrt radiation and chemotherapy to larynx. Patient reported no pain or tenderness in right neck and says the mass in nexk corresponds to the hematoma seen on cta and has been stable since surgery.

Event description:
It was reported on (B)(6) 2016 that the cormatrix ecm for vascular repair (1cm x 10cm lot unknown) was used in a carotid bifurcation procedure performed on (B)(6) 2015 on a (B)(6) female. On (B)(6) 2016 the patient presented to the emergency room with sudden onset of left sided hemiparesis. Computed tomography angiography (cta) revealed hematoma with pseudoaneurysm in patch on the right side of the neck. No treatment was performed as the patient and family wanted a do not resuscitate and hospice referral. The patient has history of laryngeal squamous cell carcinoma with radiation therapy 2 years ago. Treating physician indicates that hematoma in neck is likely old from the carotid bifurcation with slow reabsorption due to neck radiation given the appearance on cta and clinical finding of no pain/tenderness and mass present since surgery.

Event description:
It was reported on (B)(6) 2016 that the cormatrix ecm for vascular repair (1cm x 10cm lot unknown) was used in a carotid bifurcation on (B)(6) 2015 on a (B)(6) female. The implant remained for approximately 6 months and the patient presented to the emergency room (sometime between (B)(6) 2016) with a stroke. Computed tomography angiography revealed hematoma with pseudoaneurysm in patch on the right side of the neck. No treatment was performed as the patient and family wanted a do not resuscitate and hospice referral. The patient was also reported to have had neck radiation at an unknown time. No additional information is available at this time. An attempt to contact the implanting physician was made on august 9, 2016 and a voicemail was left for him requesting additional information. The user facility responded on august 10, 2016 and states that they will attempt to gather the information and get back with cormatrix, however as of today, no additional information is available. If and when additional information becomes available a supplemental report will be submitted.